Event description:
Per customer, the cover is ripping, customer has had for two weeks. The customer may need to contact the mattress dealer to discuss the details of why the mattress is ripping, my also need to return it and ask for a replacement; all mattresses made and shipped from the manufacturer's location are manufactured to customers specifications, quality inspected and in good condition when shipped out.